Manufacturer narrative:
Correction to field h6: impact code.

Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar occurred on this right ventricular (rv) lead for a dependent patient that reported not feeling well. It was noted that this lead exhibited high out of range pacing impedance greater than 2000 ohms in bipolar mode and loss of capture, high pacing thresholds, and noise in the unipolar configuration; the bipolar configuration did not exhibit loss of capture or noise. Technical services (ts) was consulted, and programming enhancements were suggested. The physician opted to implant a non bsc leadless system to support rv pacing and left the previous generator in service. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar occurred on this right ventricular (rv) lead for a dependent patient that reported not feeling well. It was noted that this lead exhibited high out of range pacing impedance greater than 2000 ohms in bipolar mode and loss of capture, high pacing thresholds, and noise in the unipolar configuration; the bipolar configuration did not exhibit loss of capture or noise. Technical services (ts) was consulted, and programming enhancements were suggested. The physician opted to implant a non bsc leadless system to support rv pacing and left the previous generator in service. No additional adverse patient effects were reported. This lead remains in service.